Manufacturer narrative:
A search for non-conformance's associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during a balloon assisted coiling (bac) procedure, it was hard to push the coil through the microcatheter, but they tried to. Then the coil was stuck in the microcatheter and they detached the coil. The coil was intended to be detached while positioned in the patient; however, detachment couldn t be achieved. As a corrective action, the physician withdrew the coil into the microcatheter. During withdrawal, the coil separated from the delivery wire within the microcatheter. The detached coil remained fully contained within the microcatheter and was safely retrieved. They had to use a new microcatheter. Unfortunately, they disposed of the first mc. No adverse clinical consequences or patient harm occurred.

Manufacturer narrative:
Investigation conclusion: the investigation found the implant still attached to the pusher and the pusher bodycoil stretched and broken within the returned non-microvention microcatheter, which is consistent with the condition described in the reported event. The proximal portion of the pusher was not returned for evaluation. The pusher damage is consistent with the device encountering resistance within the microcatheter and experiencing forces exceeding its tensile strength; however, due to the extent of the damage, the investigation could not perform advancement and electrical continuity/resistance testing to further assess the alleged product issues. The microcatheter used in the procedure was found to be in good condition and would not have caused or contributed to the reported complaint.

Event description:
Please see section h11 for device investigation.